Event description:
(B)(6) medical, conserve plus hip resurfacing device. Bilateral resurfacing. Left side, 2008, (B)(6) medical conserve - right side, 2008 (B)(6) medical conserve revision surgeries left side, 2011 cup losing metallosis, revised with (B)(6) medical conserve - right side, 2012 noise and pain metallosis, revised with (B)(6) medical conserve - right side, 2015, (B)(6) metallosis, full replacement with polyethylene ball. (So far so good) biomet e-1 articulation - left side. Tbd 2016 left side, follow-up visit (B)(6)2015, all looks good on right side however, left side may have loosening of the cup. I have been experiencing pain from bending down, sitting up in bed causes pain in the left joint, similar to the pain I had with the first failure. I am young, (B)(6), at least in mind, follow-up visit in 3 months to take cobalt and chromium blood serum levels, my levels have been elevated for years. Since 2009 hearing has tinnitus.